Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was calcified. No other lesion details are available. On the first inflation the quantum mav mon 8mm x 4.0mm balloon ruptured at tweleve atmospheres. The procedure was completed with a different device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).